Event description:
It was reported that a clearlink, paclitaxel set leaked between the tubing and filter. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address : (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The quantity of the affected products were two (2), previously submitted as one (1). The leak occurred either at the connection of the drip chamber or the filter and either during priming or during patient infusion (this information was omitted on initial). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.